Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the shaft broke during final tightening of the set screw. The broken piece was removed and the set screw was properly broken off with another driver. No patient complications were reported.

Manufacturer narrative:
Additional info: the first ¿22mm of the shaft have broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec. The slots in the outer shaft incorrectly placed by the manufacture.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.